Event description:
A pt reported experiencing inaccurat erratic results with a ot profile meter. The pt's blood glucose was 250, 298, 451 mg/dl within 10 minutes, with a difference of 36%. Pt did not experience any adverse events. No further info has been reported.